Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode had migrated from its original implant position. Surgical intervention was performed and the electrode was repositioned and remains in service. No additional adverse patient effects were reported.